Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear of the polyethylene liner and joint luxation. During the procedure, the modular head, polyethylene liner and locking ring were replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state these types of events can occur. Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
Evaluation of returned device and a review of device history records revealed no evidence of product non-conformance. It is probable that the femoral head impinged on the acetabular liner during bending, which led to dislocation of the liner; however, the root cause for the luxation of the modular head and cannot be determined with the information provided.